Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report in section h10 the manufacturer incorrectly selected manufacturer narrative and b4 date mentioned incorrectly. The correct date should have been 07/29/2022.